Event description:
Pt has experienced elevated blood glucose since (B)(6) 2012. Her blood glucose elevated to 13.9 mmol/l and 12.4 mmol/l (250.2 mg/dl and 223.2 mg/dl, date and times were not provided), and she felt tired and unwell. She noticed there was crystallization of insulin at the connection of the infusion device and adapter. She replaced the adapter and reported 11 infusion sets from the same lot leaked insulin. The infusion sets were replaced and requested for eval. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.